Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured right axillary artery access site graft thrombus with a "probable" relationship to the impella 5.5 device used: ¿thrombus was removed from the graft. The vessel was allowed to back bleed in a retrograde fashion and then in an antegrade fashion and finally in a retrograde fashion again to ensure no thrombus was present.¿ additionally, ¿hemolysis (B)(6)2024 requiring transfusion most recently overnight (B)(6) - likely in the setting of hemolysis (B)(6), removed (B)(6)¿. The patient recovered with no sequelae.

Manufacturer narrative:
The investigation of thrombus and hemolysis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G2 report source; study was missing from manufacturer device report 1220648-2025-25448

Event description:
The complainant also reported that the pump was placed but lost reliable placement signal. The pump remained on for support despite the lost placement signal.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data logs were reviewed, and it was confirmed that the placement signal not reliable (psnr) alarm triggered on 11/3. At the time, the signal-to-noise ratio (snr) dropped to zero, contrast oscillated between +3200/-3200, lamp maxed out, and light/gain both dropped. The complication resolved as reported later that day and there were no further issues throughout the case. Product was not returned for investigation. Upon review of the data logs, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include optical signal issue description. Corrections that were made from the initial manufacturer device report number. D10 concomitant medical products and therapy dates updated.